Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on 04 mar 2026. The site of insertion was abdomen. Due to the event, patient experienced high blood glucose level measuring over 600 mg/dl and was treated with correction injection via multiple daily injection and bolus. The patient replaced infusion set and resumed insulin deliveries successfully.